Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On the day of the event, the cgm was displaying 119 mg/dl and the patient mentioned the arrow was dropping. It was not specified whether she experienced symptoms at that time. She did not check the bg at that time. The patient self treated with carbohydrates thinking her cgm was falling, and took a nap. An unspecified time later, the boyfriend woke her because the dexcom was alerting saying she was 380 mg/dl. The bg at that time was 570 mg/dl. The patient experienced malaise, nausea, fatigue, polydipsia, and vomiting. The boyfriend transported her to the emergency department. There, the bg was 682 mg/dl and the cgm was not remembered. The patient was at the hospital for 6 hours. While there, she was given IV insulin and zofran for nausea. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.